Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 22mm and 20mm in length. It was reported during the index procedure, the endurant bifurcate was advanced to the infrarenal position and released to the contralateral gate. When the free flow stents were being released by turning the rear wheel to the rear handle, it was observed that two tips of the free flow stents released but the other 3 remained attached to the system. The rear wheel was returned to its initial position, joining the conical tip with the cone. The rear wheel was then brought back to a stop position and the release of the free flow stents was attempted again but without completely releasing. The physician then rotated and advanced the release system achieving the complete release of the free flow stents and the procedure was continued, implanting the right iliac extension. The cone was recaptured by turning the rear wheel to its initial position. When the delivery system was lowered it engaged with one of the tips of the suprarenal stent. The delivery system was advanced and an attempt to remove it again was made. The delivery system again became hooked on one of the tips of the suprarenal stent. A third attempt was made, this time it was done by turning the system and making movements from right to left and it was then possible to withdraw. The left iliac extension was then implanted. A reliant balloon was advanced at the level of the neck, unions of the iliac extensions and the distal ends. Contrast medium was injected and the abdominal prosthesis was observed in a lower position than the one initially implanted. The free flow stent was observed to be not fully expanded. The physician decided to inflate the reliant balloon again at the neck level and a greater expansion of the free flow stents was observed. No endoleaks were seen, and the procedure was completed. Per the physician the cause of the difficulties to release the supra renal stents is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E. Corrected b5: additional information received: it was confirmed there was no loss of seal observed due to the displacement of the stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported deployment issues and removal difficulties with the delivery system being caught on stent during removal could not be confirmed on the films provided; therefore the cause of reported event could not be determined. Lack of procedural angiogram videos showing the exact moment when the suprarenal stents were deployed and attempts to remove the stent graft delivery system were not available for review. The inaccurate delivery was likely confirmed as the proximal stent graft margin was positioned approximately 15mm distal to the suprarenal arteries. It is possible that anatomical factors such as the observed vessel tortuosity may have been a factor in the reported events. It is likely that the reported deployment issues and the delivery stent being caught on stent during removal may have led to the inaccurate delivery of the proximal stent graft. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.